Event description:
Customer's father reported via phone, initially the insulin pump had cosmetic damage. Troubleshooting was performed damaged was located on the battery compartment since he tightened the battery cap. Due to damage customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's father agreed to return the device for further analysis. Customer father mentioned the customer was hospitalized due to diabetic ketoacidosis in february because of a bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads and minor scratches on lcd window.